Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient participated in a tomofix-small study and experienced skin pain around the plate 3-6 months post-operatively. The plate was removed on (B)(6) 2012. This report involves an unknown plate. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown plate, part and lot are unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.